Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose (bg) level (40 mg/dl). Reportedly, the pump's settings were entered incorrectly. Customer consumed orange juice to address the low bg level. Recommendation was made for the customer to consult with a healthcare provider to obtain accurate settings.